Manufacturer narrative:
Patient identifier, age and weight are unknown, however, patient over 18 years old. (B)(4) - won't open. (B)(4) - the reported event of jaw won't open. A visual examination of the returned device found the tail of the needle bent inside of the clevis. The device's riveting and welding was evaluated and met product specification. Functionally, the unit closed within specification but failed to open due to sample returned condition. The curves were measured and one of the curves was found out of specification. The improper curve forming could cause the needle tail to become bent. The condition of the returned incident device was consistent with the complaint that the jaws would not open properly. The evaluation also revealed an unknown failure mode, that the needle tail was bent. During the evaluation, one of the curves was found to be out of specification which led to the reported condition. Therefore, the most probable root cause is manufacturing due to the improper curve forming. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when the physician attempted to open the jaws/cups only one side of the jaws would open. The jaws were closed and removed from the scope. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Follow-up with the complainant confirmed that there was no additional damage to the device and that the device had been pre-tested prior to the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The evaluation of the returned device revealed an additional failure mode, that the needle tail was bent. This event has been deemed MDR- reportable, based on the investigation results.